Event description:
According to the complaint on (B)(6) 2025, while performing a blood gas test on a patient, medical personnel identified an abl90 flex analyzer (serial number: (B)(6) not working normally. Deciding not to continue with further analysis, they needed to repeatedly flush. This led to the loss of the blood gas results. This type of incident has occurred multiple times in the past. The medical staff promptly contacted an engineer for maintenance and arranged for the patient's blood to be redrawn and tested in the laboratory. This event adversely affected the evaluation of patients undergoing extracorporeal circulation, potentially resulting in negative consequences due to delays in diagnosis and treatment. The engineer determined that the fault was due to the extended use of the abl90 flex analyzer's tubing with fastener for valve, which resulted in rubber fatigue and subsequent rupture. Once the tubing was replaced, the analyzer returned to normal functioning.

Manufacturer narrative:
The radiometer investigation has concluded that the usage of the valve in the abl90 flex analyzer caused the tubing to rupture. This could happen, as the material quality of tubes from between 2022 and 2024 was insufficient. The material has been updated by january 2025. It is recommended to replace the tubing for valve (841-811). Hence, the root cause is traced to component failure.

Event description:
According to the complaint on the 04feb, 2025, while performing a blood gas test on a patient, medical personnel identified an abl90 flex analyzer (serial number: (B)(6)) not working normally. Deciding not to continue with further analysis, they needed to repeatedly flush. This led to the loss of the blood gas results. This type of incident has occurred multiple times in the past. The medical staff promptly contacted an engineer for maintenance and arranged for the patient's blood to be redrawn and tested in the laboratory. This event adversely affected the evaluation of patients undergoing extracorporeal circulation, potentially resulting in negative consequences due to delays in diagnosis and treatment. The engineer determined that the fault was due to the extended use of the abl90 flex analyzer's tubing with fastener for valve, which resulted in rubber fatigue and subsequent rupture. Once the tubing was replaced, the analyzer returned to normal functioning. New information received 20feb2025: service dump received. The engineer's survey confirmed the following: on (B)(6), the analyzer malfunctioned with error code 1169. The customer performed flushing, but this did not resolve the issue. After inspection, the engineer replaced 841-811, which resolved the fault. The analyzer's last replacement of 841-811 was in september 2024. The average daily sample volume is 8 to 10 samples. Customer feedback indicated that previously encountered faults occurred in (B)(6), with the analyzer displaying error code 1324. These issues were resolved by replacing the solution pack (sp). This situation occurred approximately 7 to 8 times.